Manufacturer narrative:
Based on our investigation, we can conclude that all production processes were properly followed. The fit issue may have been caused by an inaccurate intra-oral scan, which was difficult to detect due to shine present in the patient cbct scan. Doctors are advised not to use the surgical guide for surgery if it does not seat properly as its accuracy may be impacted and may contribute to complications. Sg006 - anatomage guide technical datasheet (rev I) is shipped with every guide and instructs doctors to not use the guide if significant seating issues persist. In this case, the doctor acknowledged that it did not seat well, but chose to proceed with surgery. However, the doctor determined that the surgery was successful, and as a result chose to leave the implant in. This suggests that although the guide was not seated properly, it functioned as intended and no adverse events occurred as a result of using it. Therefore, the exact cause of the implant failure could not be determined. Implants fail for a wide variety of reasons, any of which could have caused the failure in this case.

Event description:
The doctor stated that the guide was rocking, mainly on the right side, but proceeded with surgery. After placing the implant at site #7, he determined that surgery was successful and left it in. However, the implant failed an undisclosed amount of time later. Although the surgery occurred on (B)(6) 2019, the issue was not reported to anatomage until (B)(6) 2019.